Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 329 mg/dl. Recommendation was made to change pump supplies: however, the customer cleared the alarm and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.